Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a high blood glucose of 591 mg/dl and the insulin pump was not delivering insulin. It was found that the customer had suspended the insulin pump, due to a failed battery test. The customer had been using rechargeable batteries instead of alkaline batteries. The customer was able to successfully reinsert battery and start the insulin pump and deliver a correction bolus to treat. He did not received a failed battery test and clear the alarm. Nothing further reported.